Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spring wire guide (swg) advanced smoothly through the introducer needle and the insertion procedure was initially uneventful. However, resistance was encountered when the physician attempted to withdraw the swg. Upon removal, the swg was observed to be frayed and subsequently broke, resulting in a portion of the guide wire remaining in the patient's leg. The patient was transferred to interventional radiology, where the retained fragment was successfully retrieved using a snare without complication. The procedure was ultimately completed successfully, and the patient's current condition was reported as "fine". No additional adverse health consequences were reported.